Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the device was not returned for analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the guide wire hydrophilic coating was not fully activated and/or a coagulation of blood and/or contrast on the guide wire resulted in the reported physical property issue (lost lubricity); thus resulting in the reported difficulty to position and the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a concentric lesion in the mid left anterior descending coronary artery with moderate tortuosity and 70% stenosis. A 014 hi-torque pilot 50 guide wire lost lubricity and stuck to an unspecified balloon dilatation catheter (bdc). The guide wire and bdc were removed together as a single unit. A balance middle weight guide wire was advanced with the same bdc to successfully complete lesion angioplasty and an unspecified xience alpine stent was deployed to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.